Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info regarding air bubbles in the luer lock near the pt line tubing. Customer's blood glucose level was impacted (226 mg/dl). Customer indicated that she was returning home to change the cartridge.